Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and went to hospital on (B)(6) 2017 for it. Customer's blood glucose level was 534mg/dl by meter and 424mg/dl by the hospital test. Customer was treated with 3 bags of fluid and 6 units of insulin. Customer stated that they were wearing the pump at the time of hospitalization. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.